Event description:
A customer contacted baxter's technical service center and reported that the home patient (hp) got caught in the line and caused the spike to disconnect from the bag. The hp reconnected to the bag with the same spike and continued with therapy. The technical service representative advised the caregiver (cg) to have the hp close the transfer set. The cg will start over with new supplies. Product surveillance contacted the patient's cg on (B)(4) 2010. According to the cg, there were no defects in the supplies. The patient's toe got caught in the line and he accidentally pulled the spike out of the bag. The patient has resumed therapy just fine with no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report was for a connection issue - disconnection of a supply line from a supply bag. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Per the complaint information, the patient got caught on the line and caused the spike to disconnect from the bag. Therefore, the cause of the connection issue is user error. Labeling review found the labeling adequate for the use error identified in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed.